Event description:
Event description guidant received information that that this implantable cardioverter defibrillator (ICD) and these implantable epicardial shocking leads displayed out of range impedance measurements. Guidant received subsequent information that two device checks, one in july and before were <20, >125. It is reported that the plit has been out of range since those checks.